Event description:
It has been indicated that patient wanted to get out of the bed. He was found sitting next to end of bed on the floor. No injuries were sustained. The device was in the good visual condition. It is unknown if the device exit alarm system worked. Ref# MFR 3007420694-2014-00034.